Event description:
It was reported the patient experienced pain and discomfort at the ipg site (related manufacturer report number: 3006705815-2023-01939). As a result, surgical intervention occurred on (B)(6), 2023 wherein during the procedure, the ipg was exposed to electrocautery and did not communicate with external devices. The ipg was explanted and replaced, addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.